Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the firing of the er320 instrument, needed more force than normal. The clips came out of the device in a completely wrong position, thus placing the clips was very easy, but some times not possible. There was no consequence to the pt.